Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was missing segments and she therefore could not determine her correct blood glucose results. Customer further reported she experienced dizziness, a seizure, and a loss of consciousness and was seen at a hospital where she was diagnosed with hyperglycemia and treated with insulin. Customer remained in the hospital overnight. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freedom lite meter has been reviewed and the DHR showed the freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported her adc blood glucose meter was missing segments and she therefore could not determine her correct blood glucose results. Customer further reported she experienced dizziness, a seizure, and a loss of consciousness and was seen at a hospital where she was diagnosed with hyperglycemia and treated with insulin. Customer remained in the hospital overnight. No further treatment was reported. There was no report of death or permanent impairment associated with this event.